Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the pump powered on with the returned battery cap and was able to be fully tightened. The battery compartment was intact, although there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The black box dates were from (B)(6) 2014 to (B)(6) 2014 and there was evidence of a short battery life and voltage drops observed; the current draws were within specifications. A leak test showed a leak at the display lens. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.